Event description:
Customer received a result of 2.7 mmol/l on the aviva system, and a result of 17.6 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491855, expiration date 01/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva system.